Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of a type b dissection of the thoracic aorta approximately one month ago. Vessel morphology was reported at the proximal thoracic neck measured 34-35 mm in diameter by ivus and a pre-existing type b dissection, caused by uncontrolled hypertension. The physician intentionally implanted the stent graft covering the left subclavian artery, due to the severe dissection that needed to be excluded. It was reported that post-procedure the patient had a cva/stroke. The exact cause of the stroke is unknown however the patient had pre-existing condition of uncontrolled hypertension. No further clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion, cva/stroke), patient's condition affected effectiveness of device (pre-existing dissection, hypertension), operational context contributed to event (treating a pre-operative dissection and intentional placement of the stent graft resulting in occlusion of the left subclavian artery). Conclusion: device failure/lack of effectiveness related to patient condition (pre-existing dissection, hypertension), operational context contributed to event (treating a pre-operative dissection and intentional placement of the stent graft resulting in occlusion of the left subclavian artery).